Manufacturer narrative:
(B)(4). Physio-control provided the customer with service options available for their device. It was later confirmed by the customer that the device would not be sent to physio-control for evaluation. The customer advised that they are looking into purchasing a replacement device. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.